Manufacturer narrative:
Method - device was not returned; followed up with patient.

Event description:
It was reported that a patient underwent an x-stop procedure at level l4/l5. Post procedure, the patient stated that her back pain had decreased and was much better. Reportedly, the patient is now experiencing some numbness and sharp pains in her toes. The patient received physical therapy for core strengthening in (B)(6) 2010. The physical therapist found that the left leg was longer than the right leg, therefore, the patient started to wear a "lift" in her right shoe. Per the patient, her oncologist believes the numbness and sharp pain in her toes are from the chemotherapy treatment for her breast cancer. The patient is being monitored by her oncologist. Reportedly, the patient plans to inquire about the pain she is now experiencing with the physician who performed the x-stop procedure. No additional information was reported.